Event description:
The customer reported the ventilator gave high peak, circuit occlusion, low vte low pip, low fio2 during check out before use. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion failure analysis tech will evaluate the alleged defective product if it is returned to the MFR.